Event description:
It was reported that the left ventricular lead exhibited a failure to capture during initial implant. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.